Event description:
Pt received fluorouracil via cadd-legacy medication cassette reservoir (ref: (B)(4), lot: 16x041). Other lot numbers that could be affected 16x028, 15x549, 15x470. There were 2.9 ml remaining in the cassette when pump alarmed air in line. This prevented the pump from delivery the remaining drug amount despite no error in line.